Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the home patient starting therapy on the homechoice prior to connecting is a known cause of this type of issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also provides step-by-step instructions for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated issue, it was reported that the homechoice automated pd set with cassette had air in the patient line during initial drain. During troubleshooting the home patient (hp) indicated that they had pressed go to start therapy before connecting. The hp then connected to the patient line. The technical service representative (tsr) assisted the hp in ending therapy and advised to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.